Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y connector of a one-link non-dehp y-type standard bore catheter extension set ruptured. The issue was further described as "the y connector used to connect patient¿s norepinephrine to ns infusion ruptured at the lower part of the junction". The event occurred during patient infusion, (shortly 1-2 hours into therapy). A catheter was connected to right ij (internal jugular), infusions disconnected from broken y extension and connected directly to line to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.